Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 500 mg/dl. The customer was treated for high blood glucose with manual correction. The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was 500 mg/dl. Customer reported the pump was exposed to insulin. Customer stated that the reservoir leak in reservoir compartment. Customer already discarded the reservoir. Customer pump was exposed to moisture. Customer was advised that pump will be replaced.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. No moisture damage found inside the pump. The insulin pump was received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.